Event description:
Philips received a complaint from the customer on the v200 indicating that there was a touchscreen failure. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The customer replaced the mmi (main memory interface) board to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone: (B)(6). Reporter phone number: (B)(6).